Manufacturer narrative:
A philips remote application specialist spoke with the customer. It was indicated the staff was expecting the monitor to alarm for st changes; however, no alarms occurred, though staff believed the alarms were turned on. Default settings were checked, and it was determined the st analysis function was turned off by default. The patient had been in the intensive care unit for several days due to a neurological issue when st changes occurred. The patient was transferred to another facility as the hospital did not have in-house unit to handle higher level cardiac care. The event took place on (B)(6) 2025 in the mid-morning on bed ic3206. The logs were reviewed by a philips product support engineer (pse). The pse identified that the st analysis is indeed turned off in the configuration in all five of the bedside profiles, and the monitor posted that st analysis was off each time the device powered up. No entries exist in the audit logs showing that the functionality was ever turned on. A philips clinical product specialist reviewed the investigation and agreed that the st alarms are on, but that the st measurement was not turned on at any point. Date institution bed label action device name action type (B)(6) 2025 05:06:54 (B)(6) ic3206 st - st analysis off mbic6-em measurement on/off (B)(6) 2025 04:51:32 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 05:47:49 (B)(6) ic3206 st - st analysis off mbic6-em measurement on/off (B)(6) 2025 05:44:32 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 05:44:21 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 05:22:07 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 05:19:55 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 12:01:26 (B)(6) ic3206 st - st analysis off mbic6-em measurement on/off (B)(6) 2025 11:54:18 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 11:51:33 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 10:07:02 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 10:05:56 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off (B)(6) 2025 10:01:56 (B)(6) ic3206 st - st analysis off x3-41-em measurement on/off the monitor was performing as designed and configured. The customer was informed that the event was due to use issues in that the default setting for st analysis was set to off. The reported problem was not confirmed.

Event description:
It was reported the device did not generate an alarm for st elevation for this patient in the step-down unit, which resulted in a delay in care.